Event description:
The doctor reported a patient treated with customvue hyperopia for laser vision correction presented at a 2 month post-op exam with a best corrected visual acuity of 20/60 in the right eye and 20/40 in the left eye. The patient also reported experiencing double vision and shadows.

Manufacturer narrative:
(B)(4). An inspection or service of the equipment was not requested. The treating doctor discussed the outcome with an amo medical monitor and a possible course of action for treating the patient. A review of the pre-op topography by the medical monitor revealed that the right eye appeared somewhat irregular.